Manufacturer narrative:
Submitted: 10-aug-2018 the pump has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: device evaluation: on investigation, the cartridge compartment was noted to be cracked. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on 20-jul-2018.